Event description:
It was reported that the longevity calculation on this implantable pacemaker has been sitting at 3 months remaining for a year. Data was sent for engineering analysis. Analysis showed that the device was depleting normally. This device remains in service. No adverse patient effects were reported. Additional information received indicates that the device was explanted and replaced due to battery advisory. No additional adverse patient effects were reported.